Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information received reported that the patient's previously reported cerebrospinal fluid (csf) leak was resolved. The reporter stated that the csf leak was "finally" resolved by a "different" healthcare provider (hcp). The patient underwent a total of 5 surgical procedures to resolve the issue. The patient noted dissatisfaction with previous hcp regarding pump management. It was later reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative for resolution, and had an appointment date of (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pt experienced a cerebral spinal fluid (csf) leak. The pt indicated that she had 4 surgeries to repair a spinal leak and were not successful. She was planning to see a specialist who was planning to do an MRI. The caller indicated that the pump was implanted (B)(6) 2010; she had surgery (B)(6) 2010. The drug, dosage, concentration and pt outcome were unk as of the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).